Event description:
The reporter stated the scrub nurse found water in sterile pouch. No further info available.

Manufacturer narrative:
(B) (4). Sterile pouch wet. Method - lot order search. Results - a lot order search was performed and no similar complaints were found. (B) (4).